Event description:
A customer contacted beckman coulter inc (bci) and stated the lh 750 slidemaker instrument had a blood spill inside the unit. The operator was wearing personal protective (ppe) consisting of lab coat, gloves and goggles at the time of the event. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds.

Manufacturer narrative:
The spill was cleaned up according to the defined laboratory protocol. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse indicated the dispense probe tubing was leaking. The leak was affecting the solenoid manifold therefore the solenoids were not firing. The solenoid manifold was replaced. Repairs per established procedures were verified and results meet published performance specifications the root cause for the leak was associated with the dispense probe tubing.